Event description:
A male underwent aaa repair in 2008. One main body graft and two iliac leg grafts were placed as labeled. It appeared there may have been a kink in the contralateral iliac leg graft but there was enough blood flow. At about 42 days later, the pt complained of numbness and pain in the right leg. An examination showed that a decrease of blood flow caused the symptoms. Another MFR's stent was placed at the kink, and received enough blood flow with positive pt outcome. Pt is doing fine at this time.

Manufacturer narrative:
Event eval: still under investigation.